Event description:
It was reported that the patient¿s device was replaced with a non-rechargeable battery. The patient was happy and had good coverage.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3986a, lot# n311702, implanted: (B)(6) 2012, product type: lead; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3998, lot# v821942, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s device was being replaced with a non-rechargeable device on (B)(6).

Event description:
It was reported that the patient¿s second overdischarge was suspected. There were telemetry issues. The date of the power on reset (por) was unknown. The cause of the overdischarge was that the patient did not charge their battery. The patient had a neck surgery for a different issue and that was their priority. The patient was seeing an end of service (eos) message. The eos message was seen when the implantable neurostimulator (ins) was pulled out of overdischarge. It was found that it was the patient¿s third overdischarge. The doctor¿s plans were unknown at the time of the report. There were no patient symptoms reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.